Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of device out of order and failure to use the narrow band imaging lamp was not reproduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source was out of order and the narrow band imaging lamp could not be used. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The occurrence of the phenomenon cannot be confirmed in the repair department. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.